Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: h6 and h10.

Event description:
Additional information received indicating that the event was noted during an in-clinic follow up.

Event description:
Related manufacturer report number: 2017865-2020-23373. It was reported that there was low sensing threshold on the right ventricular (rv) lead and loss of capture and inappropriate atrial capture on the left ventricular (lv) lead. X-ray imaging was conducted and it was determined that both the rv ad lv leads were dislodged. The rv lead was repositioned while the lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: it was reported that there was low sensing threshold on the right ventricular (rv) lead and loss of capture and inappropriate atrial capture on the left ventricular (lv) lead. X-ray imaging was conducted and it was determined that both the rv ad lv leads were dislodged. The rv lead was repositioned while the lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.